Event description:
The customer reported system displayed a disk drive error message. The high capacity had failed or the disk was not properly installed. No pt injury was reported.

Manufacturer narrative:
The svc rep reloaded system software & did not observe any further problems. Performed functional checks=ok. System operates as intended.